Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
The doctor reported that zirconia abutment fractured while the patient was eating.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned component confirms the ceramic post of the abutment has fractured. The abutment has not separated/delaminated from the titanium insert. The DHR review has confirmed no non-conformances were initiated for this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. No results can be drawn. A definitive root cause has not been determined.